Manufacturer narrative:
H6: ventec performed a visual examination of the patient circuit (adult, passive, heated, oxygen, blue) where the reported issue of its passive exhalation valve assembly becoming detached at the adhesive bond location was confirmed. Ventec then forwarded the patient circuit to the supplier for further analysis. The patient circuit was then further evaluated by the supplier, who performed a visual inspection and noted that the location (and amount) of locktite adhesive appeared normal. The supplier suspected that a "large external force" may have caused the observed damage, however, they were unable to conclusively determine further root cause.

Manufacturer narrative:
H6: the reporter was unable to provide ventec with the patient circuit's lot#, therefore section d4, lot #, is asku. The patient circuit's packaging had also been disposed of. As a result, section d4, primary UDI number, is "unknown". Ventec has received the circuit and confirmed the reported issue. Ventec is continuing to investigate. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient circuit (adult, passive, heated, oxygen, blue) had broken "the plastic head that houses the oxygen tube onto the housing of the circuit seemingly fell off the circuit." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.